Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for crej2 creatinine jaffé gen.2 (crej) on a cobas 8000 c 702 module (c702). All other results from the sample were ok, only crej was affected. The sample initially resulted as 200 umol/l and was reported outside the laboratory. The sample was repeated on a different analyzer, resulting as 63 umol/l. The erroneous result was noticed by the clinical biochemist at the clinical validation stage. The customer also repeated 24 additional samples tested before and after the complained sample. No issues were noted with these samples. The customer inspected the complained sample and it appeared fine, with no clots, fibrin, or inadequate sample volume. Quality controls tested before and after the complained sample were ok. No adverse events were alleged to have occurred with the patient. The crej reagent lot number was 211381. The reagent expiration date was asked for, but not provided. Upon investigation of the reaction curve, a contamination or interference was observed. The issue could be caused by contamination/interference in the cuvette used for sample measurement or contamination of the sample by gel during the initial pipetting of the sample. The customer stated that they have had no further issues.